Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73h1600663 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
During surgery the 4th clip fell off the applier as the surgeon was reloading and he just pulled it off the applier. There was no patient injury.